Event description:
Allegedly, the nail and screws broke between the calcaneal and sub-talar screw postoperatively. Reporter can not predict the date of incident and date of original surgery because they were performed at a different location.

Manufacturer narrative:
Visual inspection of the returned device found that the nail was broken in two separate pieces with scratches and gouges throughout the body of the device. The nail is deformed at the sub-talar screw hole and has signs of abuse around the outside of the hole. The internal compression screw inside the nail is also damaged. Analysis of the returned device indicates that the device could have been a contributor to the reported event. The device is broken with a signs of abuse due to the extreme damage on the outside of the body of the nail. Based on analysis, a definitive root cause could not be determined. However the most likely root cause may have been user technique due to external force or stress.

Manufacturer narrative:
Investigation not complete. Product has not yet been returned. Trends will be evaluated. This report will be updated when the investigation is complete. This event is the same as report 1043534-2015-00052, 1043534-2015-00053, 1043534-2015-00054, 1043534-2015-00055, 1043534-2015-00056.